Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip¿ stone retrieval basket was to be used during cystoscopic laser lithotripsy with stent placement procedure performed on (B)(6) 2016. According to the complainant, during preparation, a hair was noted inside the sterile pack. The procedure was completed with another zero tip¿ stone retrieval basket. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The device was not returned for analysis. However, photos of the device were received and evaluated. The photo of the device was visually inspected and a hair was found in the pouch. The pouch does not appear to have evidence of tears, holes or damages. In addition, the customer confirmed that the sterile packaging and the seal were intact. Based on the available information, the most probable root cause is "manufacturing". There is an investigation in place to address this issue. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a zero tip stone retrieval basket was to be used during cystoscopic laser lithotripsy with stent placement procedure performed on (B)(6) 2016. According to the complainant, during preparation, a hair was noted inside the sterile pack. The procedure was completed with another zero tip stone retrieval basket. There were no patient complications reported as a result of this event.